Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection noted; the balloon had a hole. The obturator, valve seal and doors appeared intact. The insufflation bulb was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, during the placement of the mesh, the devices¿ sheath disengaged and fell into the patient¿s cavity, wherein doctor found a clear plastic in the wound. The surgeon used a laparoscopic instrument to retrieve the item. There was no injury.